Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the medfusion pump's drive shaft collar was off, and the pump had a motor rate error. This product problem was observed during inspection. There was no patient involvement.

Manufacturer narrative:
Returned device was received in decent physical condition but the right plunger case was cracked as was the battery door. During the evaluation of the device, the "motor not running" alarmed immediately on start up. This was found to be caused by normal wear of the motor assembly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.